Event description:
It was reported that a spectrum pump had an inoperable keypad. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of inoperable keypad, which was reproduced. The device evaluation confirmed the 3rd soft key, 4th soft key, (on/off), (setup), (ok), #0, #1, #2, #4, #5, #7, #8, and the (.) Keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the 4th soft key will occur following the selected key's function. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.